Event description:
It was reported that during an embolization of an arteriovenous malformation using an apollo catheter, a catheter leak was observed. The leak was located in the middle of the catheter and occurred during use. The procedure involved accessing the femoral artery with minimal vessel tortuosity. A microcatheter was placed distal into the anterior cerebral artery, and a contrast injection was performed, revealing contrast proximal to the tip of the catheter. Consequently, the catheter was pulled out from the benchmark and out of the patient. The defective catheter was discarded and replaced with a new one. Ancillary devices included chikai .010" microwire and another manufacturer's guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was not affected by catheter. The leak was seen with contrast before injecting onyx. No further actions were needed. The catheter was pulled and exchanged for a new apollo catheter. The cause of the leak was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.